Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a cracked downstream occlusion (dso) seal and a buckled upstream occlusion (uso) seal. The reported problem was confirmed. The dso seal and the uso seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion seal was cracked. The event occurred during routine preventive maintenance inspection. There was no patient involvement.